Event description:
Healthcare professional reported "deflation". Observation during surgery "valve delaminated from shell". This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". Observation during surgery "valve delaminated from shell". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional lab evaluation: delamination-breast: not observed. As per the investigation procedure crease, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed, as unidentified (tear) (shell thickness was within specification). As per the investigation procedure: crease, wear abrasion and particle was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, "deflation". Observation, during surgery. "Valve delaminated from shell". This record is for the right side. Device has been explanted.